Event description:
The customer reported that while running an antibody screening assay, summit sample handler pippetted sample from tube in rows a and b into wells in rows c and d and no error message was generated. The problem was resolved by reinitializing the instrument. No death or serious injury was associated with this event.